Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that the scrub tech had properly negatively prepped the intra-aortic balloon (iab). However, the iab unfurled and was not able to go through the sheath. The customer was very adamant that the t-handle was left on and that the iab was properly prepped. The iab was not used on the patient. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).